Manufacturer narrative:
Approximate age of device- 5 years, 7 months. The patient remains ongoing with the device. However, the replaced portion of the percutaneous lead (driveline) was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred while the vad system was connected to a power module. A short to shield was suspected. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple pump stoppages while the vad was connected to a power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). Review of submitted x-ray images showed area of concerns along the driveline. On (B)(6) 2018, a driveline evaluation and an external distal end driveline replacement approximately 2 inches from the exit site was performed. No open wired found during phase interrupter tests. Post driveline replacement, the vad was connected to a power module using a normal patient cable with no issues. The patient was discharged on an ungrounded patient cable with no plans for pump exchange due to age, frailty and co-morbid conditions. No additional information was provided.